Event description:
It was reported that a clinician improperly loaded the IV set into a spectrum pump. The device was programmed to deliver a secondary infusion 50 ml of cefazolin (ancef) 1 grams/50 ml at a rate of 100 ml/hr. The primary infusion was programmed to deliver 1000 ml of IV fluid at a rate of 100 ml/hr. The customer stated about 21 minutes into the infusion, it was noticed that blood was being drawn form the pt. The customer also stated that the pump passed preventive maintenance testing.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Additional flow rate tests were performed with the unit passing. Upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Although there is no evidence of a device malfunction, the information from the customer suggests the administration set may have been loaded in the pump improperly (reversed) by the user. Retrograde blood flow from the pt's IV site (e.g. One to several inches but not continuing above the pump) can be attributed to in-stop periods when the pump is not infusing (i.e. Venous pressure being greater than the line pressure), and door openings. A review of the history log shows that the pump stopped infusing 6 times during the 34 minute infusion.